Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The event was manifested by abdominal pain, ¿feeling tired¿ (malaise) and cloudy effluent. The day after the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Physioneal and extraneal therapies remained ongoing. At the time of this report the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.